Event description:
The patient reported that she experienced a few vgos where while she was sitting in water to take a bath the vgo fell off. The patient stated she did clean the area with alcohol before applying the vgo. The patient was not sure of how many vgos she experienced falling off. The patient also discarded the vgos.